Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a partial thyroid procedure, the active blade cracked and became disengaged from the device. X-ray was not needed to locate the blade and it is unknown where the blade was found. It is unknown if the blade fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.